Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was 35 mg/dl. The customer stated that she has hyperglycemia unawareness. The patient had been having low blood glucose events for the past two months. The drive support cap appeared normal. The insulin pump programming was accurate as well. There were no strong magnetic fields near the insulin pump. The customer did not believe that the device was over-delivering. The insulin pump was not returned or replaced.